Event description:
It was reported by service report that the scale/bed exit system is not working. The customer could not determine whether there was patient involvement, however no adverse consequences are reported.

Manufacturer narrative:
Result: load cell.